Event description:
The following has been reported: when removing the admin set while the infusion is paused, the lvp will experience a tubing set removed alarm. The logs show that the lvp is attempting to start an infusion .1 seconds before it recognizes that the admin set is removed. A preliminary review of the logs identified the following issue: tubing set removed alarm while infusion is paused . The rtv quality in the bottom left corner seemed lacking which allowed material to build up behind the front housing which was not visible to the user. This material resulted in phantom inputs being received by the device. The unloading of the admin set changes the forces applied to the debris by the front housing which caused the phantom input to attempt to start an infusion as the admin set is unloaded. Reporting as a conservative measure due to rtv quality. No adverse effects were reported.